Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no image and b30 error message was an electrical component failure due to corrosion of the plug unit. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope had no image, a b30 scope communication error message was displayed, and there was white foreign material in the auxiliary water channel. There was no patient involvement.